Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin with the incident lot was observed. The customer has stated that centrifugation was performed 5 minutes after sample collection. The minimum clotting time for this product is 30 minutes prior to centrifugation. This is considered an off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode fibrin, based on the photo provided. The root cause was identified as a user error in processing (not allowing sample to clot a minimum of 30 minutes after collection). Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was "fibrin inside the tube. After the centrifugation, there is some fibrin in the tube.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was "fibrin inside the tube. After the centrifugation, there is some fibrin in the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin with the incident lot was not observed. The customer has stated that centrifugation was performed 5 minutes after sample collection. The minimum clotting time for this product is 30 minutes prior to centrifugation. This is considered an off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode.